Event description:
It was reported that the physician's handheld freezes persistently on the interrogation screen. Hard reset have been performed, but the problem persisted. The physician was provided a new motion tablet. The return of the suspect handheld and flashcard is expected but they have not been received to date.

Event description:
The suspected programming computer and the flashcard software were returned to the manufacturer on 11/23/2015. Analysis is underway but it has not been completed to date.

Event description:
Analysis of the returned flashcard was completed. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications . Analysis of the returned programming computer was completed. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications . Review of manufacturing records confirmed that the hhd passed all functional tests prior to distribution.